Event description:
Additional information received reported that the patient could not charge their implant but their manufacturer representative took care of them. It took 2 trips, 2 hours away, and two phone calls but they believe it was doing okay now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their weight at the time of event was (B)(6). Patient was having trouble with their charger to make it go up as soon as they turn on the lighting it was so high they had to turn it back off. Therefore, they got to adjust the level. Patient inquired if they should contact a manufacturer representative and make an appointment with the hcp. Additionally, patient stated that she is still having trouble with charging but she is unsure if it is the actual charging. Patient stated that she has not called the rep yet. No further complications were reported/anticipated.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that the patient could not charge the ins. The last time the patient charged the device was a week ago. Patient is also receiving no communication with the recharger or the programmer. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that everything was ok and the patient was glad and thankful that the pain was nothing like it had been. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.